Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# 502-03-56e; primary tritanium hemi cluster hole cup 56mm; lot# mkn477. Cat# 2030-6525-1; 6.5 cancellous bone screw 25mm; lot# mkpk3m. Cat# 2060-0000-1; acetabular dome hole plug; lot#mkl5n9. Unknown adm/ mdm poly insert; cat/lot# unknown. Unknown femoral head ; cat/lot# unknown. Unknown secur-fit max stem; cat/lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned to the manufacturer.

Event description:
As per clinical post market follow-up: there was no explanation provided. The patient selected 'no' for satisfaction. A follow-up questionnaire was completed by the subject where they answered "no" for satisfaction with the results of the study hip replacement. No additional details can be provided as this was a phone visit and no clinical notes were obtained.